Event description:
Additional information was received from the customer: the bent pin was causing intermittent image. The procedure was completed with a similar device. There was no delay in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the bent pin is the cause of the intermittent image. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the visera elite video system center was ¿getting an intermittent image where the camera accessory is inserted. There is a port there that they installed it up and down and messed up the pin.¿ the customer reported the pin was bent. The event occurred prior to an unknown diagnostic procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation found a bent video connector pin, which had caused no image with the test ltf-vh scope. The device also displayed intermittent image with ltf-s190-5 scope due to a worn out video connector latch. Minor corrosion was also found on the rear panel. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.